Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial partial knee arthroplasty on (B)(6) 2008 and was subsequently revised to a total knee system on (B)(6) 2008 due to an acl tear. Patient then underwent a cement spacer mold procedure on (B)(6) 2009 due to infection. Subsequently, the patient was reimplanted with a total knee on (B)(6) 2009. Patient was again revised on (B)(6) 2010 due to loosening. Patient was also revised on (B)(6) 2011 due to loosening and is reporting that she still currently has loosening and pain in her knee. Review of invoice history confirmed initial surgery and revision dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 7 of 10 mdrs filed for the same patient (reference 1825034-2011-00249 ¿ 00254 & 2015-01535-01538).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.